Event description:
Purchased 2 e size oxygen cylinders from (B)(6) medical - when filled, the filler reported both were leaking from the top of valve when connected to an oxygen cylinder. Tested myself and both were indeed leaking. I contacted the MFR chemetron - allied healthcare products at (B)(4) and discussed with angle. She advised me to call (B)(6) medical. I contacted (B)(6) medical and spoke with (B)(6), he took report and said he would contact the MFR. They are lot number 5241 and serial numbers (B)(4), (B)(6) stated they had no other complaint or problems. No injury or damage from these cylinders occurred, they were never used and taken out of service. Document number: (B)(4). Report number: (B)(4).